Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit had an automatic inflation error. The unit had stopped being used. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 addressr : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to evaluate the unit and confirmed that the machine could not automatically inflate due to the failure of the k3 and k5 valve groups. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.